Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that two patients were implanted an unknown muller cage hip implant on an unknown side (exact date not reported) and underwent revision surgery on unknown date due to infection.

Manufacturer narrative:
Additional information was received on september 5, 2017. The results of the provided information were provided trend analysis: during the trend analysis, no trend was identified. DHR review: the DHR check could not be performed as the lot number was not available. The third e-mail attempt requesting missing device data information was sent on july 6, 2017. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: the journal article reports that two patients presented with acute infection after 1 and 19 months, respectively, and resolved after joint irrigation and synovectomy. Implantation position: unknown. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: stem: root cause determination using dfmea. Septic loosening due to infection due to unsterile implant (failure of sterilization procedure). => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. It is unknown, whether the surgeon was following the sterilization process as described in IFU (B)(4). Infection due to failure of sterilization process at supplier. => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to proposed re-sterilization procedure in IFU not effective. => not possible: adequate sterilization process is described in IFU (B)(4) (chapter "resterilization/sterilization"). Zimmer biomet is following validated sterilization procedures which ensure sterile products. See also sterilization specification . Transmission of infectious agents, infection due to reuse of device which is only intended for single use. => possible: it can not be excluded that the device was reused. Cage: root cause determination using dfmea infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => possible: with the given information it cannot be excluded infection due to failure of sterilization procedure due to supplier process. => possible: with the given information it cannot be excluded. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to failure of sterilization procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Assessment defined in complaint investigation or in the current pms process. Infection due to proposed re-sterilization procedures in IFU do not provide sterility. => not possible: as adequate sterilization process is described in IFU (B)(4) transmission of infectious agents, infection due to reuse of the device which is intended for single use. => possible: with the given information it cannot be excluded that the parts were reused. Cup: root cause determination using dfmea. Infection due to failure of packaging due to insufficient sterile barrier within sterility guarantee. => not possible: packaging within specification. Infection due to failure of sterilization procedure due to supplier process leading to non-sterile implant. => possible: as the reference and lot numbers of the implants used are unknown, we can not review the sterilization protocols. However, zimmer biomet is following validated sterilization procedures which ensure sterile products. Infection due to re-sterilization of implant that is not allowed for re-sterilization => possible: the IFU (B)(4), IFU (B)(4) chapter "re-sterilization instructions" describes that re-sterilization of preimplants are not allowed. However it is unknown, if the surgeon was following the instructions in the IFU. Therefore re-sterilization of a pe implant can not be excluded. Infection due to inadequate packaging leading to non-sterile implant. => not possible: the packaging within specifications. Infection due to failure of sterilization procedure due to design of the device. => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment defined in complaint investigation or in the current pms process. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use. => possible: it can not be excluded that the device was reused. However the IFU (B)(4) states "do not reuse devices labeled for single use only." Sepsis due to use beyond expiry date. => possible: it can bot be excluded, that the surgeon implanted a device beyond its expiry date. However, the IFU for endoprosthesis (B)(4) states that wound infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. Additionally, it is stated that "do not use the component if any seal or cavity is damaged, breached, or if the expiration. Ate has been exceeded" and "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Implant not sterile due to damaged packaging due to inappropriate handling. => possible: a damage of the packaging due to inappropriate handling can not be excluded and is out of zimmer biomet control. However, the IFU for endoprosthesis (B)(4) states "do not use the component if any seal or cavity is damaged, breached, or if the expiration date has been exceeded" and "if the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Implant not sterile due to inadequate packaging / transportation (eg. Temperature, vibration, impact during transport or storage). => possible: improper transportation, storage and handling of the component could have compromised the sterilization of the products. However, transport, storage and handling of the components is outside of zimmer biomet control. The IFU for endoprosthesis (B)(4) states that "do not use the component if any seal or cavity is damaged, breached, or if the expiration date has been exceeded". Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or identification numbers of the implants were received; therefore the sterilization protocol of the individual implants can not be reviewed. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, ased on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced, an exact root cause could not be determined. Complaints related to same article: (B)(4) zimmer (B)(4) consider this case as closed. Zimmer reference number of this file is (B)(4).